Event description:
This report is the result of service report screening. Unit was on a patient and was auto-cycling. The unit was swapped out with no patient injury. The unit was repaired by fse and tested within specification. Alarms, none, settings unknown. Extracted part, pcb 1622, not identified as complaint materials may not be recoverable for evaluation.